Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump stops during infusion. Type of drug:unknown. Patient involvement: yes. Death/serious injury: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump stops during infusion. Type of drug:unknown. Patient involvement: yes. Death/serious injury: no."